Manufacturer narrative:
Approximate age of device: 6 years and 3.5 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was diagnosed on (B)(6) 2015 with a driveline infection that cultured positive for pseudomonas. The patient was placed on chronic suppressive antibiotic therapy. The patient is a resident of a nursing home. It was reported that no further aggressive measures were to be taken.